Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was 400mg/dl. The customer continued to use the pump for insulin therapy.